Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized on 03/08/2015 with a blood glucose level over 300 mg/dl. Customer's current blood glucose level is 471 mg/dl. Customer had symptoms related to high blood glucose levels such as dry mouth. Customer stated that she threw up 6 times that day and was in diabetic ketoacidosis. Customer attempted to use the pump but was receiving no delivery alarms. Customer changed the set but the alarm continued. Customer was discharged after becoming functional. Customer's blood glucose level was still high. Customer worked on bringing her blood glucose level down for a week. Customer treated with the pump and was advised to change the set as soon as possible. Customer will monitor her blood glucose level. Customer mentioned that the pump screen had been freezing. Insulin pump is being replaced for damage. Customer does have needles but no long acting insulin. Customer was advised to revert to their back-up plan. No further assistance needed.